Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
UDI = (B)(4); the device is currently undergoing laboratory testing.

Event description:
Boston scientific received information that from an aicd warranty validation and lead registration form that this subcutaneous implantable cardioverter defibrillator (s-ICD) device and electrode were explanted on (B)(6) 2017 due to other/non-product experience. A dual chamber implantable cardioverter defibrillator (ICD) device with a right atrial (ra) and right ventricular (rv) lead system were implanted. There were no reported allegations of device or electrode malfunction. Boston scientific received information from the field clinical representative (fcr) that the s-ICD system was replaced because the patient developed bradycardia indication and had received inappropriate shock therapies due to oversensing despite reprogramming of the device's sense vectors. The s-ICD device and electrode will be shipped back to boston scientific. Boston scientific received information that this device and electrode were received at boston scientific's return products department.